Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-43640. It was reported that the patient presented in clinic for a follow up. Interrogation found the right ventricular (rv) lead had out of range impedance and was oversensing. A chest x-ray was performed which showed the rv lead had externalized conductors. Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. The rv lead was also capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.